Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that an rt236 infant dual-heated evaqua breathing circuit failed the servo-I ventilator leak test. It was further reported that there was split in the expiratory tubing of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt236 infant breathing circuit was visually inspected for damage and pressure tested for leaks. Results: a visual inspection revealed a tear in the evaqua expiratory tube of the returned breathing circuit. The pressure test result was outside the required specification. A lot check was not performed as no lot information had been provided. Conclusion: the sustained damage to the evaqua expiratory tube indicates that it was torn with a sharp object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. The subject rt236 infant breathing circuit would have met the required specification at the time of production. This suggests that the affected breathing circuit was damaged post production. The expiratory tube of evaqua circuits is composed of a thin, semi-permeable film specially designed to allow water vapor from expired ventilatory gases to pass through. This technology was developed to overcome condensate-related issues associated with conventional breathing circuits. The expiratory tube of an evaqua breathing circuit incorporates a protective mesh to prevent damage to the walls of the tube during use. Nonetheless, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by sharp objects and circuit hangers. The user instructions that accompany the rt236 infant breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb." "Set appropriate ventilator alarms." (B)(4).